Event description:
Complainant alleged that during a routine preventative maintenance check, the device had no display unless the breaker switch was depressed and then it would display "error 51". The complainant indicated that there was no pt involvement in the reported failure.